Event description:
The acculink stent was implanted in the internal carotid, and the procedure went fine. The pt experienced some numbness and weakness in the left hand and had experienced 10-14 intermittent transient ischemic attacks (tia). An angio was performed the next day, and the stent appeared deformed. However, it was actually confirmed to be subacute thrombosis inside the stent. The pt underwent surgery the following day, to remove the acculink stent. Reportedly, the pt was doing fine after the procedure.